Manufacturer narrative:
Concomitant medical products: implanted: (B)(6) 1992, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the patient was elderly and there was a discussion if the patient should go through the or not. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. Only the year is valid. Only the year is valid for the implant date. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that 2 out of 4 poles do not work. The hcp did not know if only the lead or extension need to be replaced or to replace the whole system. No further complications were reported or anticipated.